Event description:
It was reported that the patient received a replacement kit, but the purewick still did not suction. Offered to troubleshoot, caller disconnected the call. Auth is still eligible under 3 year warranty if water cup test fails. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is acceptable; therefore, this event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The instructions for use were reviewed, and the labeling is found to be adequate. A DHR could not be performed since no lot number was provided. All available UDI information is being provided. Correction: d, e, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received a replacement kit, but the purewick still did not suction. Offered to troubleshoot, caller disconnected the call. Auth is still eligible under 3 year warranty if water cup test fails. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.